Event description:
A report was received that each time a pt changes program on her implant, she is overstimulated. Database analysis of her ipg showed premature battery depletion. The pt had the ipg replaced and is reportedly doing well.